Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump experienced issues with short battery life. There was no indication that the alleged issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission 10/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings. Review of the black box did not reveal any evidence of short battery life. There was no damage to the pump or the battery cap. Electrical current draws were evaluated and determined to be within required specification. The pump was exercised for 24 hours without any battery life issues. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.